Event description:
The reporter stated that there have been incidents of compression plate breakage seen in three pts. The compression plates had broken some time after implantation. The breakage was seen on x ray at the pt's follow up examination. Exact product identity info is not available at this time. No other pt info is available at this time. Integra has requested further clinical info.

Manufacturer narrative:
The devices involved in the reported incident are not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.